Manufacturer narrative:
(B)(4). Terumo has received the actual device for evaluation; however the investigation is still on-going. A follow-up report will be submitted when the investigation is complete. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported that blood foam was noticed during routine cardiac surgery after cardiopulmonary bypass (cpb) had been started. The following information was provided by the user facility: the patient's venous return was reported as "ok/poor"; full flow was achieved however vacuum assisted venous drainage (vavd) was needed to help with drainage which improved slightly; after 60 minutes of cpb, foaming blood was observed on the top of the venous inlet filter on the venous reservoir within the cpb circuit; vavd was subsequently stopped however blood foam was still being generated; the cardiotomy filter and the arterial line filter within the circuit were both clear, the circuit pressure measurements were normal, and the activating clotting times (act) were also normal; foaming blood then started to appear from the venous inlet filter into the venous reservoir itself; the consulting surgeon ordered additional heparin to achieve higher act's as a safety measure; additional fluid was added to the venous reservoir to ensure micro bubbles did not exit the reservoir; thromboelastography (teg) analysis was conducted; and the procedure was completed successfully with no immediate impact to the patient.

Manufacturer narrative:
This follow-up report #2 is being submitted to provide the date the manufacturing facility received additional information regarding the event and/or evaluation of the actual sample. This date was inadvertently omitted in the previous follow-up report. The information provided below lists the date(s) the additional information was received by the manufacturing facility: follow-up #1 = 06/19/2014.

Event description:
This report is being submitted as follow-up #2 for mfg. Report #9681834-2014-00166 to provide the date that additional information was received by the manufacturing facility.

Manufacturer narrative:
The actual sample was returned and evaluated. After the actual sample was rinsed and dried, visual inspection confirmed there were no anomalies that would relate to entrainment of air bubbles. The actual sample was then built into a circuit with tubes and bovine blood was circulated at a blood flow rate of 7l/min for 6 hours and set at negative pressure. No air bubbles were found on the surface of the blood. Blood was then circulated at a flow rate of 7l/min while air continued to be sent to the actual sample through the venous line at 0.5l/min. As a result, air bubbles formed and accumulated in the venous filter causing blood to leak from the middle part of the filter and the accumulation of air bubbles in the upper part of the filter. This occurred because the air bubbles were broken down by the debubbling component housed inside the venous filter. This suggests that the actual sample had normal debubbling performance during use at the user facility. The actual sample was rinsed and dried again, and the venous filter, venous inlet drop tubes and the debubbling component were inspected visually and by magnification. No anomalies were found. A review of the complaint files confirmed that this lot has not been previously reported. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause for the reported event cannot be definitively determined based upon the available information, there is no indication that this event was related to a device defect or malfunction. There are many complex clinical variables that may have affected the described conditions during the procedure. Device labeling does address the potential for such an event in the precautions section of the instructions-for-use by statements such as: "the caps of unused luer ports are tightened firmly to prevent the leakage." All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report # 9681834-2014-00166 to provide additional information regarding the evaluation of the returned sample.